Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1 centimeter in size and located in the left lung on the pleura. The procedure was completed as planned with no delays. A follow-up chest x-ray was performed and detected a small pneumothorax, which was resolved by placing a chest tube. The patient was admitted for 2 days and then discharged home after the pneumothorax resolved and the chest tube was removed. The physician believed that the pneumothorax was not ion-related and that it would have likely occurred via another modality. There was no device malfunction associated with the event.